Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: sixteen units were received for evaluation. Our quality engineer visually inspected the returned units and confirmed the presence of a dark brown substance on the luer collar for one unit. Ftir testing was performed on the substance and the foreign was identified as grease. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6110568. Conclusions: bd was able to confirm the customer¿s indicated failure mode based on the provided sample. UDI #: (B)(4).

Event description:
Grease and poor printing were observed on the 30ml bd syringes with bd luer-lok¿ tip.